Event description:
The doctor tried to impact the insert onto the tibial tray but it would not engage. A second insert was opened and fitted to the baseplate without problem. No adverse consequence to pt or delay in surgery.